Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an audio anomaly. The customer stated that they did not hear beeps when the audio volume settings were saved. The device failed the audio test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. A pump error 63 alarmed during self test due to a broken trace on the keypad assembly. We were unable to verify the audio/absence of alarm due to the pump error 63.